Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (underwent hysterectomy w/ bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (underwent hysterectomy w/ bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain /pain') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain. Concurrent conditions included hematoma, cough, chest pain, gravida ii and parity 2. Concomitant products included medroxyprogesterone acetate (depo provera), oral contraceptive nos and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions: rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), depression ("psychological or psychiatric condition: depression"), anxiety ("psychological or psychiatric condition: mental anguish"), migraine ("migraines"), headache ("headaches") and psoriasis ("rashes or skin conditions type: psoriasis (skin)") and was found to have weight decreased ("weight loss"), 14 days after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain") and adnexa uteri pain ("right ovary pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fatigue, depression, anxiety, migraine, headache, weight decreased, adnexa uteri pain and psoriasis outcome was unknown and the abdominal pain, rash and dyspareunia had resolved. The reporter considered abdominal pain, adnexa uteri pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, psoriasis, rash, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: pfs received. Event : rashes or skin conditions type: psoriasis (skin) added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain /pain') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, vaginal discharge, pruritus, abdominal cramps, multiple allergies and costochondritis. Previously administered products included for an unreported indication: ultram and naprosyn. Concurrent conditions included ovarian cyst since (B)(6) 2015, abdominal pain since (B)(6) 2015, abdominal fullness since (B)(6) 2015, hematoma, cough, chest pain, gravida ii and parity 2. Concomitant products included cefalexin (cephalexin amel), medroxyprogesterone acetate (depo provera), naproxen sodium (anaprox ds), ondansetron (zofran melt), oral contraceptive nos and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions: rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), depression ("psychological or psychiatric condition: depression"), anxiety ("psychological or psychiatric condition: mental anguish"), migraine ("migraines"), headache ("headaches") and psoriasis ("rashes or skin conditions type: psoriasis (skin)") and was found to have weight decreased ("weight loss"), 14 days after insertion of essure. In april 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), adnexa uteri pain ("right ovary pain") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, rash, dyspareunia and hypersensitivity had resolved and the dysmenorrhoea, fatigue, depression, anxiety, migraine, headache, weight decreased, adnexa uteri pain and psoriasis outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, psoriasis, rash, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Event "allergic reactions" added. Outcome for pain, bleeding added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain /pain') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, vaginal discharge, pruritus, abdominal cramps, multiple allergies and costochondritis. Previously administered products included for an unreported indication: ultram and naprosyn. Concurrent conditions included ovarian cyst since (B)(6) 2015, abdominal pain since (B)(6) 2015, abdominal fullness since (B)(6) 2015, hematoma, cough, chest pain, gravida ii and parity 2. Concomitant products included cefalexin (cephalexin amel), medroxyprogesterone acetate (depo provera), naproxen sodium (anaprox ds), ondansetron (zofran melt), oral contraceptive nos and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions: rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), depression ("psychological or psychiatric condition: depression"), anxiety ("psychological or psychiatric condition: mental anguish"), migraine ("migraines"), headache ("headaches") and psoriasis ("rashes or skin conditions type: psoriasis (skin)") and was found to have weight decreased ("weight loss"), 14 days after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), adnexa uteri pain ("right ovary pain") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, rash, dyspareunia and hypersensitivity had resolved and the dysmenorrhoea, fatigue, depression, anxiety, migraine, headache, weight decreased, adnexa uteri pain and psoriasis outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, psoriasis, rash, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain /pain') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, vaginal discharge, pruritus, abdominal cramps, multiple allergies and costochondritis. Previously administered products included for an unreported indication: ultram and naprosyn. Concurrent conditions included ovarian cyst since (B)(6) 2015, abdominal pain since (B)(6) 2015, abdominal fullness since (B)(6) 2015, hematoma, cough, chest pain, gravida ii and parity 2. Concomitant products included cefalexin (cephalexin amel), medroxyprogesterone acetate (depo provera), naproxen sodium (anaprox ds), ondansetron (zofran melt), oral contraceptive nos and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions: rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), depression ("psychological or psychiatric condition: depression"), anxiety ("psychological or psychiatric condition: mental anguish"), migraine ("migraines"), headache ("headaches") and psoriasis ("rashes or skin conditions type: psoriasis (skin)") and was found to have weight decreased ("weight loss"), 14 days after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), adnexa uteri pain ("right ovary pain") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, rash, dyspareunia and hypersensitivity had resolved and the dysmenorrhoea, fatigue, depression, anxiety, migraine, headache, weight decreased, adnexa uteri pain and psoriasis outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, psoriasis, rash, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain /pain') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain. Concurrent conditions included hematoma, cough, chest pain, gravida ii and parity 2. Concomitant products included medroxyprogesterone acetate (depo provera), oral contraceptive nos and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), depression ("psychological or psychiatric condition: depression andmental anguish"), anxiety ("psychological or psychiatric condition: depression andmental anguish"), rash ("rashes or skin conditions: rashes"), migraine ("migraines"), headache ("headaches,") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight loss"), 14 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), adnexa uteri pain ("right ovary pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fatigue, depression, anxiety, migraine, headache, weight decreased, adnexa uteri pain and back pain outcome was unknown and the rash, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : patient demographic added, essure insertion date updated , events added- abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, rashes, migraines, headaches, dyspareunia (painful sexual intercourse), weight loss , fatigue, abdominal pain, ovarian pain, back pain. Events onset date, concomitant drug and lab data result added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.